Event description:
During follow-up, noise leading to oversensing and episodes of inappropriate automatic mode switch was observed on the right atrial (ra) lead. Lead damage was suspected but was not confirmed visually. The device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored; there were no adverse consequences.

Event description:
During follow-up, noise leading to oversensing and episodes of inappropriate automatic mode switch was observed on the right atrial (ra) lead. Lead damage was suspected but was not confirmed visually. The device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored; there were no adverse consequences.